Event description:
It was reported that the patient underwent a l4-s1 posterolateral fusion using rhbmp-2/acs and autograft. The patient underwent l5-s1 anterior fusion six days post-op. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02748 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with complaints of cage migration with nerve compression. The patient underwent posterior lumbar revision surgery with explantation of cages, re-instrumentation with pedicle screw fixation with implantable bone simulator, posterior lateral fusion mass. The patient then underwent alif l5-s1 with interbody cage, bmp . The patient also had complaint of loss of fixation of previously fused lumbosacral spondylolisthesis in an extremely obese person and underwent the following procedures: posterolateral lumbar fusion bilaterally at the l4, l5 and s1 level. Fusion of posterolateral lumbar segment, each segment. Exploration of previously done lumbosacral fusion. Placement of posterior segmental instrumentation in the l4, l5 and s1 pedicles bilaterally. Removal of posterior segmentation. Re-exploration and laminectomy of lumbar levels, l4, l5 and s1. Posterior laminectomy, facetectomy and foraminotomy with redo discectomy. Posterior laminectomy, facetectomy and foraminotomy at the next segment. Posterior laminectomy, facetectomy and foraminotomy at the next lumbar level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.